Event description:
It was reported that a stent was successfully placed for treatment in 2001. Recently, the pt cannot breathe smoothly and felt pain the trachea. The pt returned to the hospital for an endoscopy check-up for diagnosis and the physician found the stent broken.